Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient's ventilator was popping off in between the plastic tube connector and the et tube. Despite multiple attempts to push existing plastic tube connector deeper into the et tube throughout the night, the pop offs continued to occur. The patient's et tube was clamped and ventilator was discontinued. An adaptor piece from an 8.5 et tube was replaced with the existing adaptor piece. The patient was reconnected and unclamped. Saturations remained upper 90s throughout the short time disconnected. The patient had low saturation levels when disconnected from vent.